Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic recurrent hernia repair on (B)(6) 2012 and mesh was used. The patient experienced chronic pain. The patient underwent a laparoscopic procedure which showed that the mesh was adhered to the bowel not the abdominal wall. The surgeon completed the repair procedure with a different mesh product.

Manufacturer narrative:
Corrected information: narrative - it was reported that a patient underwent a laparoscopic recurrent ventral hernia repair on (B)(6) 2010 and mesh was used. The patient experienced chronic pain. The patient underwent a recurrent laparoscopic hernia repair procedure on (B)(6) 2012 which showed that the mesh was adhered to the bowel not the abdominal wall. The surgeon completed the repair procedure with a different mesh product. (B)(4).